Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the vertical axis motor module and the manipulator controller ergonomic base (mceb) board. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vertical axis motor module was analyzed and visual inspection was performed and no problem related to reported issue was found. Error 23065 was verified in lighthouse/aperture. Unit was installed on an internal equipment, equipment, fixture, or tool (eft) system and was unable to replicate reported issue during system testing. The mceb was analyzed and visual inspection was performed and no problem related to reported issue was found. Mceb unit was installed, programmed, and tested on the dv5 in house golden system s7, where error 23065 was triggered at startup replicating the reported event. Additional test was performed at bench test station, where col_m_b_out was found to be shorted to ground. Tracing back to the half bridge circuit of column motor phase b and found that source of q107 shorted to ground. Since source of q107 (power transistor) connected to q108 (power transistor) and u115 (half bridge gate driver ic), no tools were available to check which component was shorting to ground. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of this test and findings, failure analysis concluded that a potential root cause of the reported event could be attributed to the u115 and/or q108 components.

Event description:
It was reported that prior to the start of a da vinci-assisted endometriosis resection surgical procedure, customer was getting an ergonomic error with the ergonomics needing to be replaced. Technical support engineer (tse) viewed logs and noted 23065 faults on the console column motor. Tse recommended customer try to hard reboot the console when they can. Customer called after case and confirmed they power cycled the system with no change. The procedure was completing as planned with no reported injury.